Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare professional regarding a patient with an octapolar lead. It was reported that there was a technical issue and that there was an infection at the connection. The event occurred after the trial procedure. Event management included explant of the lead. The event resulted in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.